Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2024 due to non-rheumatic aortic valve disorder. No additional information was reported.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage below end of service level (eos). Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on field settings, and the device meet projected longevity indicating normal battery depletion.